Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00928. Follow-up revealed the patient's issue has resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-00928. It was reported clear drainage was present at the location of the patient's extensions during their scs trial term. The extensions were removed as planned for the trial period. Afterwards, a permanent scs system was implanted without issue. The patient will be placed on oral antibiotics in the meantime.